Event description:
It was reported that the device generated low vacuum and it was noisy. It is unknown which procedure was being performed, when the event happened, if there was patient involvement, if there was a delay in the case and if a backup device was available.

Manufacturer narrative:
H3, h6: the device intended for use in treatment was returned for evaluation, establishing a relationship between the event reported and the device. Visual inspection was performed and showed no issues. Functional inspection was performed and showed the pump is noisy and warning leak error message, further investigation revealed a pinched tubing inside the device. The manufacturing records show no evidence that the product did not meet the specification at the time of manufacture. A complaint history review found other related failures. Root cause is a component failure. This investigation is now complete with no further action deemed necessary. Smith + nephew will continue to monitor for any adverse trends relating to this product range.